Manufacturer narrative:
Analysis of the pump revealed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1000mcg/ml at 600.7mcg/day via an implantable device. The indications for use was non-malignant pain. It was reported that a patient had change in therapy effect. The patient was in more pain and the healthcare professional (hcp) felt the medication was not working for the patient. The patient was seen on wednesday (B)(6) 2015, for a catheter dye study; no leaks or kinks were found and the catheter was fine. The dye study was done because they were having more in the pump than expected. A pump problem regarding volume discrepancy; the actual residual volume (arv) was greater than the expected residual volume (erv). The hcp stated they were expecting 2-3 ml but got back 4.6-6.5ml. The hcp stated that the volumes have stayed consistent and were not growing in volume. The reporter stated that they were questioning whether multiple healthcare professionals (hcp) filling the pump could be the cause of discrepancies. The hcp would monitor the refills and see how it goes. The pump was used to infuse fentanyl. No intervention or outcome was reported for this event. On (B)(6) 2015 additional info reported the patient had a refill on (B)(6) 2015. The expected volume was 11.3 and the actual volume was 16.2. There were no known complaints of therapy. The next refill was scheduled for (B)(6) 2015. The cause of the volume discrepancies was unknown and the issue was not resolved per the last two refills. On (B)(6) 2016 additional information received indicated the pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.